Event description:
It was reported that device detachment occurred. The 80% stenosed target lesion was located in the proximal to mid left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the tip was detached. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the imaging window assembly. Visual and microscopic inspection revealed the imaging window detached near the lapjoint section.

Event description:
It was reported that device detachment occurred. The 80% stenosed target lesion was located in the proximal to mid left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the tip was detached. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.